Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual and tactile examination found a severe kink on the hypotube shaft and the shaft itself was broken in the region of a severe kink. The hypotube broke 192mm distal from the strain relief. The hypotube may have broke due to the application of excessive force which may have initially kinked the device and then resulted in the hypotube breaking. The bumper tip of the device showed no signs of damage. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the stent found no issues with its profile. A visual and tactile examination of the outer and midshaft section found no issues with their profile. The bi-component bond showed no signs of damage or strain. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified proximal middle of right coronary artery. A 38 x 3.00 promus premier¿ stent was selected to treat the lesion. When the device was inserted the shaft of the device got separated into two parts and this happened outside the patient's body. No patient complications were reported and the patient¿s status was good.

Manufacturer narrative:
Age at time of event: 18 years or older   device is a combination product.  (B)(4).

Event description:
It was reported that shaft break occurred.   The 90% stenosed target lesion was located in the severely tortuous and moderately calcified proximal middle of right coronary artery. A 38 x 3.00 promus premier¿ stent was selected to treat the lesion. When the device was inserted the shaft of the device got separated into two parts and this happened outside the patient's body. No patient complications were reported and the patient¿s status was good.